Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitor notification was received. Information received on the remote transmission was reviewed by qualified personnel. Present rhythm at the time of report was ventricular dysrhythmia with undersensed events at times. The physician was notified of the patient's condition of ventricular fibrillation (vf) episode with multiple therapies from their cardiac resynchronization therapy defibrillator (crt-d). Patient continued in a similar rhythm and at times the rhythm was undersensed by device and right ventricular (rv) lead. The treated episode ended and was collected/mis-detected as non sustained ventricular tachycardia (nsvt) by the device. It was later identified that the patient had died.